Event description:
Customer reported the system's vertical column will not raise or lower. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical life power supply. System operates as intended.